Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range shock impedance measurement of 125 ohms. Review of the stored measurements identified there had been a gradual rise in the shock impedance measurements over the past year. Measurements have been in the 100-120 ohms range for the past six months. The right ventricular pacing impedance was stable. A boston scientific technical services consultant discussed that 125 ohms is considered the upper limit of normal measurements for single coil leads. The consultant stated the alert could be increased to 150 ohms. No adverse patient effects were reported.